Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing drainage at the ipg site. As a result, the physician put one stitch in an opening that developed at the incision site, as well as treated the patient with antibiotics. Patient may undergo surgical intervention at a later date.

Event description:
Follow up revealed that on (B)(6) 2018, the patient's ipg was relocated to address the issue.